Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon detachment. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media inspection of the device photo showed evidence of a detached balloon. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A product labeling review identified that the device was used per the instruction for use (IFU) / product label. A risk review was completed and confirmed that the event of balloon failure to deflate was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was attempted to be used in the medial tract of the esophagus during an esophageal dilation procedure for a benign stenosis performed on (B)(6) 2026. During the procedure, the balloon detached away from the catheter. The procedure was completed with another of the same device. The customer stated that no pieces of the balloon detached inside the patient. A photo of the device was provided and shows the distal portion of the balloon is detached. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to fully recover.